Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. This complaint is part of the recall - report number: 2020664-06/21/18-001-r. The investigation has identified the root cause of the inadvertent shipment to be a process error. The identification of expired material at the geodis distribution center relies on a daily-generated, manual report to identify and segregate short-dated and/or expired products. The daily report did not detect the product in question due to returned product being allocated to an allocable location (i.e., in a location able to be used for fulfilling customer orders) and being shipped the same day. The analysis concluded that when these two conditions occur in between generating a daily report, the opportunity exists for expired product to be shipped. There have been no illnesses or injury related to this issue. To prevent this issue from reoccurring immediate action was taken. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an expired intraocular lens (iol) was shipped to the customer. The lens was not used. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .